Manufacturer narrative:
(B)(4). Result of investigation: carefusion was able to verify the reported issue. Visual inspection revealed pin 4 of the ac adapter was burnt. Carefusion scrapped the defective adapter and sent a replacement to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the ac adapter was damaged at the lemo connector. While in service, it was discovered that the unit had burnt components. This reportable issue was discovered while in service, therefore there was no patient involvement.